Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl and trace ketones. The cause of elevated bg was unknown. The customer delivered correction boluses and changed the infusion set to address the bg level. The customer went to the emergency room where bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released the next day with the issue resolved and no permanent damage. A system check confirmed the pump was functioning as intended. No issues were observed with the cartridge, infusion set tubing, infusion set cannula, or insulin.